Event description:
It was reported that this implantable pacemaker pacing impedance measurement has increased greater than 2000 ohms on the right ventricular (rv) lead. Over the last eight months the ventricular pacing impedance measurements have ranged from 620 ohms to 2200 ohms. The presenting electrogram (egm) showed no noise observed, the sensing and pacing thresholds are stable, and the shock impedance measurements are also stable. Technical services (ts) was requested for lead review. At this time, the device and lead remain in service. No adverse patient effects were reported.